Event description:
It was reported the patient had a urinary tract infection. This was noted as a new illness or injury. The event resolved without sequelae. Intervention included antibiotics.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v610572, implanted: (B)(6) 2011, product type: lead. (B)(4).